Manufacturer narrative:
Patient relays via email that she was injected with bellafill several years ago (dates unknown) and about 6 months prior to reporting to suneva began developing a granuloma. She states she had surgery to remove and a biopsy was done that determined it was "filler". Patient also relays that the physician could not remove all of the granuloma as it was "already attached to the muscle" and it has grown back. It was implied that surgery was required. No further information has been resceived after multiple requests. B3: date of event: 10/17/2024 - this is the day that suneva received the patient's report. Date of onset of granuloma is unknown at this time. D4: model and lot number are unknown at this time. D6a: date of implant is unknown d6b: date of surgery is unknown. D8 and d9: bellafill dermal filler syringes are single use devices and are meant to be discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." E1: providers who injected prdouct and/or performed surgery to remove are unknown at this time. No response to requests for additional information. Requests for information dates: - 10/18/24 (email) - 10/25/24 (email and phone. Patient states she has received the email requests and that she will respond to the email.) - 11/1/24 (email reminder) - 11/12/24 (email reminder) bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.

Event description:
Patient relays via email that she was injected with bellafill several years ago (dates unknown) and about 6 months prior to reporting to suneva began developing a granuloma. She states she had surgery to remove and a biopsy was done that determined it was "filler". Patient also relays that the physician could not remove all of the granuloma as it was "already attached to the muscle" and it has grown back. It was implied that surgery was required. No further information has been resceived after multiple requests.